Event description:
During the patient's therapy session at clinic, the child (wc) walked in their trexo plus device for the second time, as part of their rehabilitative activities. Upon returning home mom noticed the fracture which was later confirmed on x-ray. After hearing of the incident, company representative went to investigate the device at the clinic on (B)(6) 2023 at 12:50pm. He found evidence of user error on the device itself as a result of clinic supervisors failing to comply with the trexo plus user manual, and/or training provided by the trexo customer success team.